Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a no flow incident in an access set that was used with a carefusion pump. The secondary set was properly primed and the roller clamps were confirmed to be open. There was no patient injury or medical intervention associated with this event. No additional information is available.